Event description:
Proximal top cap release wire was not attached to the puck, it was lying loose. When physician undid the first puck, it came off with nothing attached to it, so they had to use forceps to retrieve the top cap release wire. There was also blood leaking through the channel of the wires. Pt's outcome was not provided by reporter.

Manufacturer narrative:
(B)(4): delivery system separation is not specifically labeled in the IFU. The development of all zenith devices successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. (B)(4) loading quality control requires confirmation of the trigger wire security with the trigger grip. The trigger grips used on this device were built prior to a vendor's change which addressed this issue. The vendor implemented a change on (B)(4), reducing the likelihood that this failure mode will occur in the future. The failure mode assigned to this case is separated. This failure made was determined based on the provided event description. A definitive root cause cannot be determined at this time. If add'l info regarding the event or the device used becomes available in the future, this report shall be amended at the appropriate time. We will continue to monitor for similar complaints.